Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 mg/dl. The customer states her sugars go anywhere from 20 up to 600 mg/dl any time, even while wearing the pump. The customer was treated by turning the pump off, and apple juice. The insulin pump will not be returned for analysis.